Event description:
The customer reported that the front panel zipper si stuck. There was no pt injury reported. Eval of the product shows that the large windows a & b zippers slider bodies are open.

Manufacturer narrative:
(B) (4) - zipper stuck. Eval of the returned product shows that the zipper slider body is open on both of the large windows a & b. Panel side a has a 4 foot tear. Panel side b has a two foot tear in the nylon above the red zipper. (B) (4).